Manufacturer narrative:
Concomitant medical products: product ID 3889-28, lot# v462932, implanted: (B)(6) 2010, product type: lead; product ID 3037, serial# (B)(4), product type: programmer, patient. (B)(4).

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a health care provider regarding the patient. I was reported that the patient had a total hip surgery in (B)(6) 2014 and had not been able to feel it and was having more incontinence. The interstim was exchanged, and the patient is doing better now. There were no further complications reported or anticipated.

Event description:
It was reported that the patient had trouble with incontinence again and not sure how high to increase stimulation and wants to know how high to set stimulation. The patient¿s mother thinks the patient had incontinence for more than couple days. Patient programmer low battery icon came up on programmer screen. Caller reports setting was program 3 at 2.4 volts and they increase stimulation to 2.6 volts. Caller was able to sync and make adjustment. It was reported two days later that there was a fifty percent or greater symptom reduction. The cause of the event was determined and device related. No reprogramming was need. The battery failed and surgery was reported. The patient experienced a loss of therapeutic effect and a loss stimulation. The patient recovered without permanent impairment. Additional information has been requested but was not available as of the date of this report. A follow-up report will be made if additional information becomes available.